Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: the patient demographic info: weight, bmi at the time of index procedure? Unk. On what tissue was the suture used? Unk. What was the tissue condition (normal, thin, calcified, fragile, diseased)? Unk. How was the suture placed (interrupted or continuous)? Unk. Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Unk. Other relevant patient history/concomitant medications? Unk. Please describe any medical/surgical intervention required for this suture event including dates and results. Unk. Was the suture removed? Unk. Were cultures performed? Results? Unk. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Unk. What is physician¿s opinion as to the etiology of or contributing factors to this event?unk. Current status of patient? The patient was discharged after rehabilitation. If there was any follow-up report, we will update the information.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device qkmjtq batch number, and no non-conformance's were identified. (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: weight, bmi at the time of index procedure? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? Were there any pre-existing signs/ symptoms of active infection prior to this surgical procedure? Other relevant patient history/concomitant medications? Please describe any medical/ surgical intervention required for this suture event including dates and results. Was the suture removed? Were cultures performed? Results? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? What is physician¿s opinion as to the etiology of or contributing factors to this event? Current status of patient?

Event description:
It was reported that a patient underwent a laparoscopic left hepatic lobectomy, choledochotomy, t-tube drainage and abdominal adhesiolysis on (B)(6) 2021 and suture was used. The patient was admitted due to abdominal pain. During the procedure, the t-tube was placed in the common bile duct and sutured with suture, a drainage tube was placed, and the patient was returned to the ward after surgery. Post-op, 8 days later, the patient suffered from erythema, inflammation at the incision, with a small amount of reddish wound secretion, and the patient was discharged after rehabilitation by continuous anti-inflammatory treatment. Additional information was requested.